Event description:
It was reported the patient had no stimulation sensation. Stimulation quit working the day prior to call. Two weeks later, the patient did not have concerns with their device or therapy. A manufacturer representative¿s name was noted.

Event description:
Additional information received later indicated that patient was scheduled for batter replacement and possible lead revision. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received later indicated the replacement was due to normal battery depletion on (B)(6) 2014 and no other additional troubleshooting or intervention required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3093-28, lot# v000231, implanted: (B)(6) 2006, product type: lead. (B)(4).